Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got change sensor alert on insulin pump. The customer¿s blood glucose was 466 mg/dl at the time of the incident. Customer declined troubleshoot for high blood glucose. She treated with shots.the product was not returned for analysis.